Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Please see below for additional information. The incorrect blood glucose was recorded in the initial report. The customer did not experience a low blood glucose of 46 mg/dl. The insulin pump did not suffer a malfunction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. The customer stated blood glucose was low due to not eating breakfast. The customer stated he will get low on suspend and he will eat something then check his blood glucose and it will be 96 mg/dl. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.